Event description:
It was reported this stent was placed in a ureteral pelvic junction obstructing pt without incident. The following day, it was noted the stent had migrated into the pt's bladder. The stent was removed without incident and placement of a second stent was unsuccessful. There were no pt complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis will be performed. F/u indicated the pt was an extremely obese individual and presented with very tortuous anatomy. Placement of a second stent was unsuccessful because access could not be achieved. Therefore, co believes the pt's anatomy may have contirubted to this event. However, without further details and without evaluating the device, co is unable to determine the exact cause for this event. The directions for use state: " a stent of proper length should be available. Ideally, the upper coil should lie within the renal pelvis while the lower coil recurves at the ureteral orifice... If resistance is encountered during advancement or withdrawal of the stent, stop. Do not continue without first determining the cause of the resistance and taking remedial action."